Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed error message code "status 90" on the monitor screen. The complainant indicated that there was no patient involvement in the reported failure.